Event description:
Pt reported that their one touch ultra meter's test strip port holder was damaged and the test strips were getting bent when entered into the meter. This issue was not resolved with troubleshooting. Pt did not have any symptoms and there was no medical intervention. No further clinicial information was provided.